Event description:
A male underwent initial abdominal aortic aneurysm repair on (B)(6) 2010. When pulling the proximal trigger wire, it was stuck and was very difficult to pull. This occurred throughout the entire time of pulling wire. There was no first pull then it came easily. The wire seemed to stick throughout the entire pull from the device. The graft remained in the pt, no adverse effect were reported.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the need of the user. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings, precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce either failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from either failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. Changes were implemented to the loading procedures that will possible prevent damage to the trigger wire. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on february 06, 2009. The returned device was inspected and it was noted during the course of the investigation that neither the description of events in this case, not the condition of the device, were consistent with prior difficult to release trigger wire complaints. The trigger wire in this case was noted to have a significant bend approximately 1 to 1.5 inches from the proximal tip. Other complaint devices in the past have exhibited a smaller double bend much closer to the proximal tip. It was determined that bend exhibited in this case was the likely reason that resistance was felt the entire length of the delivery system, as the trigger wire was being removed. Likely causes to the presence of the bend could be attributed to irregularities during the loading process, an out of sequence deployment technique, or damage to the device during shipment or at the customer's facility. However, it is believed that shipping and handling damage is a more unlikely contributor, as one would expect to see damage to the sheath as well as the inner cannula similar location to the bend of the wire, such damage was not present in this case. A definitive root cause could not be determined or reported at this time. We will continue to monitor for similar complaints.